Event description:
It was reported that the physician observed exposed urethral bulking material during cystoscopy of a sling procedure. The bulking material was removed and the pt remains incontinent. No further complications have been reported.